Manufacturer narrative:
Analysis of programming history.(B)(4).

Event description:
During manufacturer review of a patient's vns programming history, it was noted there was an initial interrogation on (B)(6) 2008 with settings of 1ma/20hz/500pulsewidth/30 sec on/60min off. These settings are indicative of a likely previous faulted systems diagnostics test. Although a previous faulted systems test was not seen in the history, there was no final interrogation performed after the last systems test which occurred on (B)(6) 2007. It is likely this test faulted and the setting change was not noted as no final interrogation was performed.